Event description:
The customer reported that the monitors on the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The customer canceled service call. No ge service was required. No further service information was provided.